Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon conclusion of the investigation. This bed is equipped with indigo module.

Event description:
It was reported the bed with indigo module moved in reverse direction as involuntary movement and trapped caregiver onto the wall. Caregiver was not harmed. The device was inspected and not fault was found. It was not possible to confirm reported problem.

Manufacturer narrative:
Information is still analysed; the conclusion has not been reached. It is expected that the final report will be provided till the end of the july.

Manufacturer narrative:
It was reported that the bed with indigo module moved in reverse direction as involuntary movement and trapped an operator against the wall. The bed was inspected and no fault was found. The allegation of an involuntary movement was not recreated. The investigation towards indigo module acceleration/unintended movement showed that the device movement in a wrong direction might be related to the failure of pcba component. This hypothesis was not confirmed during device evaluation. To minimize the risk of any health consequences, operator should use the product correctly following the indigo instruction for use 416260-en, which states: "when operating indigo, maintain contact with bed at all times" "the indigo intuitive drive assist comes equipped with emergency stop switches located at both the foot and head ends of the bed." "The emergency stop switch provides a gradual, slow stop rather than an immediate hard stop". "After using indigo. Deactivate indigo and apply breaks by placing the pedal in the most downward position". It was reported that the bed moved back on its own, without intention to move it. This information may suggest that the breaks might not have been applied, after using the indigo. This hypothesis, however, was not confirmed following the complaint details. To sum up, a customer allegation of bed moving in reverse direction leading to entrapment was not confirmed during the bed's evaluation. There was no injury. The bed failed to meet its specification since allegedly it moved on its own and it played a role in the incident as it trapped the caregiver against the wall. This complaint was deemed reportable due to allegation of entrapment.